Event description:
Cmplainant alleged that while attempting to defibrillate patient, the device displayed a "defib fault 80" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.